Event description:
An issue was reported regarding an incorrect time setting on a device, which was more than five minutes off. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to update the device time and was advised to monitor for any future discrepancies, which the customer understood and acknowledged.